Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00050 (avaulta anterior biosynthetic support system).

Event description:
Procedure: urological and gynecological. According to the reporter: the patient underwent a posterior repair procedure for treatment of a pelvic organ prolapse. The patient allegedly experienced pain and injury. Patient had undergone or will undergo corrective surgery or surgeries.